Event description:
This patient had a history of congential heart disease and a mitral valve replacement in the past. On 5/15/92 the patient underwent a second mitral valve replacement. The operative procedure and post operative course went uneventful. The patient was discharged home on 5/29/92. On 6/12/92 the patient expired. A post mortem examination was performed by the new york city medical examiner and revealed the mitral valve had jammed thus causing the patient's demisedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device use continued with restrictions/limitations, other. Invalid data - on device destroyed/disposed of status.